Event description:
Caller states patient received results of 138 mg/dl on inform system 1 and 79 mg/dl on inform system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 551291, expiration date 08/31/2011). (B)(6).